Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported information, the lesion was described as being heavily calcified and totally occluded which possibly contributed to the reported rupture. There was no reported leak noted during preparation for use, further suggesting the rupture occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. A conclusive cause for the reported balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during a procedure of a total occlusion, heavily calcified, superior takeoff, concentric, stenosed, below the knee lesion, the armada 14 was inflated once and ruptured at 8 atmosphere (atm). The device was removed without reported incident and a non-abbott balloon used in the procedure. There was no reported adverse patient effect. No additional information was provided.